Event description:
It was reported that during a laparoscopic rectum amputation, there was leakage from the port. They had to change to a new socket. Nothing happened to the patient but the surgery was prolonged 20 minutes. No more information can be provided. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.